Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5 mg per ml at 0.9mg per day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was flipping in pocket. There were no external factors involved. The pump was manually flipped back for refill. The healthcare provider opened the pocket, removed the pump, deployed new fixation sutures, and secured the pump away from any bony prominences. The issue was resolved.